Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. Upon receipt, the monitor was fully functional and able to detect and treat a patient. Device evaluation of electrode belt sn (B)(4) is complete. As received, the belt failed incoming functionality testing. Upon evaluation, the cable connecting the distribution node to the rear therapy electrode (te) was missing, and the cable connecting ECG c and d was missing. The cause of the test failure is the missing cables. The root cause of the missing cable was unable to be positively identified. There is no evidence to suggest the lifevest device caused or contributed to the patient's passing. The lifevest was able to detect and treat while on the patient in the field. A review of the patient's flags suggests that the device was fully functional during use. Device manufacturer date: monitor sn (B)(4) - 11/2014 (reuse). Electrode belt sn (B)(4) - 07/2012 (reuse).

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient passed away on (B)(6) 2015 while at home. The patient's family was present during the event, and ems was notified. Review of the events surrounding the patient's death reveal that the patient was treated three times between 03:49:32 and 03:50:41 during asystole. The post-shock rhythms were asystole. Approximately one hour later, the patient received two additional shocks due to CPR artifact. The response buttons were not pressed during the event. The electrode belt was disconnected approximately 20 minutes after the last shock. Upon receipt of the patient's equipment, the patient's electrode belt failed functionality testing.